Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section b3 for date of event, b4 for report submission date, b6 to report device evaluation results, d6 for implanted date and d7 for explanted date. Updated g1-g2 for follow-up report submitter, g4 for awareness date and g7 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status and h6 method, result and conclusion codes. This report is submitted late and is captured within CAPA-1374.

Event description:
Per complaint (B)(4), after clinical procedure, patient experienced loss of implant to osseointegrate.